Event description:
The lead was reported due to noise problem. The ECG showed pauses of up to 9 sec. And iegm showed noise in atrial and ventricular channel.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.